Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases and device appearance, characterized by a blue stain on the surface of the device. The measurement of the stain was 0.9mm; it had irregular shape and it was of rough type. No leak test was required as the device was received in a sealed inner packaging and it would not be related to the complaint. Additional analysis of the stain was performed and the stain was considered a workmanship. The stain was sent to an external laboratory to be analyzed, but the analysis could not determine the origin of the stain. Based on the device analysis the final assessment was: observed blue stain assessed as a workmanship. A further investigation (fi) has been initiated. The results will be submitted upon completion.

Event description:
Health professional reported "foreign matter present. No contact with patient."

Manufacturer narrative:
Further investigation results - according to the device analysis performed in the laboratory, it was observed a blue stain out of specification per (B)(4). It is assessed as potential workmanship.

Event description:
Health professional reported "foreign matter present. No contact with patient."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: preliminary product examination prior to use, examine the tissue expander for leakage by partially filling with sterile saline for injection and gently compressing. To avoid missing any leaks due to hand position, reposition the tissue expander several times and repeat the inspection. If satisfactory, aspirate all sterile saline and air from the inspected tissue expander, return the expander to the inner thermoform tray and cover it with the lid until implanted to prevent contact with airborne contaminants. Do not implant any device that appears to have particulate contamination, nicks or leaks. A sterile back-up tissue expander must be readily available at the time of surgery.

Event description:
Health professional reported "foreign matter present. No contact with patient."